Manufacturer narrative:
Additional manufacuring narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Device not returned.

Event description:
The customer reported the sensor was not working, low spo2. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned sensor was evaluated. The device passed visual inspection, no physical damage was observed. The sensor passed continuity testing and there was no short or open detected. No intermittent short or open was detected when sensor was manipulated. The sensor failed functional testing and a "replace sensor" error message was displayed on the test monitor.

Event description:
The customer reported the sensor was not working, low spo2. No patient impact or consequences were reported.